Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer stated that they need assistance getting the pump turned on and set up. Customer states that the blood glucose 361 mg/dl sent to the insulin pump. The insulin pump will not be returned for analysis.